Event description:
On (B)(6) 2015, the removal operation was conducted about 9 months after l1/3 instrumentation (l1/2:plif, l2/3:plf) due to suspected infection associated with l1/2 nonunion. During the operation, it was found that a setscrew had come off and l3 screw was broken. The surgeon reported that although the patient had complained of clattering noise about 6 months after the implantation, no clinical abnormality had been detected. The surgeon considers the patient¿s weight over 100kg may have contributed to the breakage.

Manufacturer narrative:
The single inner set screw (product code: 1797-02-000, lot number: arddfm) was returned to the complaints handling unit (chu) on april 7th, 2015. Visual inspection of the set screw shows distinct signs of use including both discoloration and numerous light surface markings. Of particular note however is the distinct lack of tightening witness marks. Witness marks are indicative of proper final tightening of the set screw into the polyaxial screw and onto the rod. This set screw does not feature any such markings. It may not have been sufficiently tightened. It has been noted that approximately nine months had passed since the original procedure was performed, allowing time for the set screws to back out. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the set screw loosening cannot be determined from the samples and the information provided. However, evaluation of the set screw found it does not feature the witness marks associated with fully tightening the set screw onto the rod. Lack of these marks suggests that the set screw may have not been tightened to the intended amount of torque, resulting in it loosening and backing out. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.